Event description:
It was reported that outside of surgery, the piece that holds the cutters in place is bent. There was no patient involvement. Due diligence is complete, there is no additional information

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: sweden.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the technician tested the device and confirmed the comb and bottom roll were replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause is due to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.